Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the buttons were not responding. The customer stated that he had been receiving recurring button error alarms over the past year and a half, but was always able to clear them. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but declined to return his device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.